Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the power switch was damage due to the amount of operating force applied to the power switch. Additionally, it is likely that the number of times the power switch exceeded the assumed value was also a factor as this unit was produced prior to the countermeasures recently put into place. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The old version main switch was damaged and needed to be replaced with the new switch. Additionally, the video connector was worn out and causing a poor connection. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center presented with a broken power switch during preparation for use. There was no patient harm or consequence reported as a result of this event.